Event description:
A sister reported a system message displayed during a vitrectomy procedure. The procedure was completed by manual removal of the remaining silicone oil. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).